Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was aging and became progressively difficult to use. The caller stated that he did not remember what led up to the issues but that the problem was gradually getting worse. The caller did not know the blood glucose reading. It was noted that in the last 5 years, the insulin pump had been caught in the rain at times. Advised replacement of the insulin pump. Nothing further reported.